Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.

Event description:
Leopard cage fractured during insertion. Surgeon had used the quick release driver and then the impactor. During impaction, it was noted that a small portion of the cage had broken off at the threaded insertion hole location. The fragment was removed. The surgeon left the rest of the cage in place.